Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre- balloon aortic valvuloplasty (bav) was performed with a 18 millimeter (mm) non-medtronic balloon. There was difficulty crossing the annulus with t he delivery catheter system (dcs) and a non-medtronic guidewire. Of note, the patient had a measured root angle of 52 degrees, but on angiography the root appeared horizontal. The patient also had calcified leaflets. After crossing the annulus, the valve was deployed. The valve dislodged and was recaptured. On the second implant attempt, the dcs could not cross the annulus. The valve and dcs were removed from the patient. The guidewire was replaced with a non-medtronic double curved guidewire. An additional pre-bav was performed with a 20mm non-medtronic balloon. A new valve and dcs were successfully used for the procedure. After the implant, the patient was stable and had a gradient of 6 millimeters of mercury (mmhg) and mild paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.